Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 54 mg/dl at the time of incident. Customer was reported that her transmitter was not connecting to her insulin pump. Customer stated there was no damage to the connection bridge or pins. Customer stated the transmitter led blinked on and off. The insulin pump will not be returned for analysis.